Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is thus based on the analysis of the ICD as well as the inspection of the quality documents associated with the manufacture of the ICD and the lead. The manufacturing processes for these devices were reviewed, and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. Particularly the final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the eos battery status. A number of 58 charging cycles was recorded in the devices memory. The memory content of the device was inspected in detail. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to charging cycles that resulted in 33 shock deliveries, as mentioned in the complaint description. The analysis of the shock holter data showed that this large amount of charging cycles with shock deliveries was performed by the device within less than one hour on june 1st, 2024. As a result of that fast successive charging the eos battery status occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified, revealing the eri battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. This led to a large amount of fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
Oversensing with inappropriate therapies was observed. After that the device shows the eos status. The ICD was explanted and the lead was capped. New ICD and new lead were implanted. Should additional information be received, this file will be updated.